Manufacturer narrative:
Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. Customer declined follow up from tandem technical support. No additional information was provided.